Manufacturer narrative:
The pump passed the displacement test; however, pump was unable to prime during the prime/compromised force sensor system test and alarmed compromised force sensor system during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion test and excessive no delivery test or verify no delivery alarms due to compromised force sensor system alarm.

Event description:
It was reported that the insulin pump fails to load reservoir process. Customer's blood glucose level was 8.5 mmol/l. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The device will be returned for analysis.